Event description:
Patient reported error/defective device with IV ext set 7.5" sm and bore IV set sol/duo vent spk 104"during hydration. Per pt, the spike kept popping out and the tubing was not fitting. Patient was able to continue hydration with replaced products. Per pt, no impact on cutaquig infusion. No missed dose or adverse event as a result. Md unaware indications: selective deficiency of immunoglobulin g [igg] subclasses; selective deficiency of immunoglobulin m [igm]. Lot and expiration date are unknown. Unknown if patient has defective supplies on hand for return. Reported to cvs/caremark by: patient/caregiver. Reference report: #mw5149504.